Manufacturer narrative:
An event regarding loosening involving an accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a medical review was not performed because no medical information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. Further information such as return of device, pre- and post-op xrays, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Dr (B)(6) reports patient status post left da hip done on (B)(6) 2018 has had several falls and is now complains of severe thigh pain. Dr (B)(6) decided to revise the hip due to his suspicion of a loose femoral component. The procedure was performed without incident. A rest mod was implanted per surgical protocol. It was noted that the stem appeared to be loose with no bony ingrowth.